Manufacturer narrative:
The reported events of noise and low impedance on the atrial lead were confirmed based on the review of the information provided. This is indicative of a damaged lead. The lead noise on the ventricular lead was also confirmed, but the root cause of the lead noise could not be concluded with the information available.

Event description:
Related manufacturer reference number: 2017865-2023-35728 it was reported the patient presented in the intensive care unit (ICU) after experiencing cardiac arrest. During interrogation, it was discovered the atrial lead exhibited low pacing impedance and both the atrial and right ventricular leads were oversensing noise. Programming changes were implemented. The patient was in stable condition.